Event description:
Order was placed on november for overnight early delivery. The order did not ship and the procedure that was scheduled for noon on november 2004 was delayed pending receipt of the product. According to the materials manager, the order was unable to print and the shipment was scheduled for delivery two days later.